Event description:
It was reported that the pacemaker had reached safety mode and was subsequently replaced. A new device was successfully implanted and no additional adverse effects were noted. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. During testing the device was unable to be reset back into primary operation mode. Due to battery testing, engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the pacemaker had reached safety mode and was subsequently replaced. A new device was successfully implanted and no additional adverse effects were noted.